Event description:
Information was received that the infusion set was occluded. Bg reached 350. No reported adverse effects.

Event description:
Additional information received indicates the patient reverted to manual injections to treat her blood glucose since she could not bolus from her pump at that time.